Manufacturer narrative:
(B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the physician tried to dock the suction ring on the patient's eye, but did not succeed. The physician immediately replaced the suction ring with a new one and started the surgery. During the laser firing, suction declined. Therefore, the physician docked the same suction ring again and restarted the surgery. As a result, the surgery was completed successfully. There was no delay or patient injury reported.